Event description:
Information identified in the manufacturer's database noted the patient died eight months post implant of an implantable pulse generator (ipg).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.